Manufacturer narrative:
D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a trupulse generator, japan and error 5 was displayed on the trupulse monitor. After three ablations, ¿restart¿ message was popped up. After the restart, the trupulse generator did not start up properly. Additionally, an odor was smelled coming from the trupulse generator, and there was a possibly of an anomaly in the power supply. At the beginning, it was considered that the odor was due to the rustling of the tube. Although the tubing set was replaced with another new one, the odor remained. The trupulse generator was replaced with a back-up one. The procedure was completed without patient's consequence.

Manufacturer narrative:
-- On 21-apr-2026, the product investigation was completed. -- on 28-apr-2026, internal review identified that the product receipt was mistakenly omitted from the previous reports and that section d9 properly indicates that the device was received for evaluation by j&j medtech on 10-sep-2026. -- on that day same, 28-apr-2026, it was noted that the manufacture date was provided, therefore the d4 primary UDI number has been updated accordingly. It was reported that a patient underwent a cardiac ablation procedure with a trupulse generator, japan and error 5 was displayed on the trupulse monitor. After three ablations, ¿restart¿ message was popped up. After the restart, the trupulse generator did not start up properly. Additionally, an odor was smelled coming from the trupulse generator, and there was a possibly of an anomaly in the power supply. At the beginning, it was considered that the odor was due to the rustling of the tube. Although the tubing set was replaced with another new one, the odor remained. The trupulse generator was replaced with a back-up one. The procedure was completed without patient's consequence. Device evaluation details: technical services performed an evaluation at the device location site. Work order service report was sent to johnson & johnson medtech for evaluation. The failures reported were confirmed. Console was replaced to make system operational. The defective console was sent to the manufacturer for further evaluation. It was found physical damage of one of the internal boards and the printed circuit board assembly (pcba) got fire damage. The damaged components were replaced and a support board ("piggy") was added to make the console operational. It should be noted that a special investigation was carried out for error 5. It was found that this error is caused due to the power supply not being properly sold on the console. This component is heavy and hard to solder in the soldering process defined during the manufacturing process. A device history record evaluation was performed for the finished device number (B)(6) and no internal actions related to the reported condition were identified. The failure mode observed is traced to the manufacturing process and an internal action is being performed to mitigate the failure described. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per internal review on 29-sep-2025, bwi identified that there were details mistakenly omitted from the b5 event description. Those details are as follows: - no part of the equipment was melted or carbonized. - there was no visible smoke, fire, or flames. - the smell was akin to melted rubber. - the issue is not related to blown fuses. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).